Event description:
It has been reported to company that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and the occlusion balloon came in contact with the stent delivery catheter and the occlusion balloon deflated. The device removed and replaced with another to complete the case. The patient is reported to be fine.